Event description:
As reported, a cook bakri postpartum balloon with rapid instillation components' catheter leaked during treatment of postpartum hemorrhage secondary to placenta previa and uterine atony. The patient had also undergone balloon embolization of the internal iliac artery before delivery. The balloon was not tested prior to use. The balloon was placed through the abdomen. The leak was found when the device was injected with saline, and water flowed out of the drainage tube. It was observed that the balloon was not broken, but a gap appeared at the link between the balloon and the catheter. The device was removed, and hemostasis was achieved with medication. The patient lost about 1200ml before device failure and about 300ml blood loss after device failure. The patients total blood loss was about 1500ml. The patient received a blood transfusion; however, the amount of blood received was unknown. No other adverse effects to the patient were reported.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E3- occupation: unknown. This report includes information known at this time.¿a follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation evaluation: as reported, a 'cook bakri postpartum balloon with rapid instillation components' catheter leaked during treatment of postpartum hemorrhage secondary to placenta previa and uterine atony. The patient had also undergone balloon embolization of the internal iliac artery before delivery. The balloon was not tested prior to use. The balloon was placed through the abdomen. The leak was found when the device was injected with saline, and water flowed out of the drainage tube. It was observed that the balloon was not broken, but a gap appeared at the link between the balloon and the catheter. The device was removed, and hemostasis was achieved with medication. The patient lost about 1200ml before device failure and about 300ml blood loss after device failure. The patients total blood loss was about 1500ml. The patient received a blood transfusion; however, the amount of blood received was unknown. No other adverse effects to the patient were reported. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control (qc) procedures were conducted during the investigation. Functional tests and visual inspection of the returned complaint device(s) was/were also conducted. One, used, 'cook bakri postpartum balloon with rapid instillation components' was returned for investigation. The complaint device was returned for evaluation in open packaging. The balloon was leak tested, and a communication between lumens was discovered where the injection lumen enters the distal end of the tubing. Cook has concluded that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no related non-conformances reported for lot. A complaint history database search showed no other related complaints associated with the failure mode for the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. Cook also reviewed product labeling; the IFU [t_j-sosr_rev4; 'bakri postpartum balloon'] supplied with the device states the following in consideration of the reported failure mode: - "how supplied: upon removal from the package, inspect the product to ensure no damage has occurred." The complaint was confirmed based on customer testimony and evaluation of the returned complaint device. Based upon the available information and results of the investigation, cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.